Manufacturer narrative:
Submitted: 05/06/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and download history did not reveal any activity outside normal use. On examination, the keypad was intact without damage. On testing, all keypad buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke response. The contrast button was difficult to push and required excessive force to engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was found to be dim, faded and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/24/2014: intermittently responsive keypad buttons, button contact contamination, and a dim, faded, discolored display screen.